Event description:
On (B)(6) 2013, the patient underwent onyx embolization treatment. During the onyx injection, the physician reported to have observed low radiopacity of the onyx as well as in consistency and the procedure was aborted. The physician stopped the procedure due to the poor onyx visualization.

Manufacturer narrative:
The device involved in the event has not been returned for evaluation. Radio-opacity test was performed on a retained sample from the same lot and was found to be within specifications.(B)(4).

Manufacturer narrative:
(B)(4).